Manufacturer narrative:
Consumer admits to laying on the heating pad which is abuse of the product and a violation of the instructions and warnings provided. There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction. Consumer has not returned the product.

Event description:
Consumer alleges leaning against heating pad while talking to her husband then felt a biting sensation on her back. Husband removed heating pad from her back and noticed burns. There was not a report of property damages with this incident.

Event description:
Consumer alleges leaning against heating pad while talking to her husband then felt a biting sensation on her back. Husband removed heating pad from her back and noticed burns. There was not a report of property damages with this incident.